Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with smart touch unidirectional sf catheters. The deflection mechanism stopped working with the first smart touch unidirectional sf catheter (lot #: 17134690l). This catheter was exchanged with the second smart touch unidirectional sf catheter (lot #: 17120592l). The second catheter displayed no temperature reading. Later in the procedure, a cardiac tamponade was observed. It was treated by removing blood. The patient was reported to be in stable condition at the time the complaint was reported. The physician assumes that it is unlikely that the event was caused by a bwi product malfunction and assessed the cause to be procedure related. Upon receiving, the catheter was visually inspected and it was found that tip lumen had white scratches and a bump about 8mm from the transition with the peek housing. No metal was exposed. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. An internal corrective action has been opened to investigate the t bar issue. Also, the catheter was tested for irrigation and passed. No occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Also, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter tests only failed on the defection test. However, this is not related with event reported on the event. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent a procedure with a smart touch unidirectional sf catheter and suffered a cardiac tamponade which required the removal of blood. The patient¿s medical history is unknown. The deflection mechanism stopped working with the first smart touch unidirectional sf catheter (lot #: 17134690l). This catheter was exchanged with the second smart touch unidirectional sf catheter (lot #: 17120592l). The second catheter displayed no temperature reading. Later in the procedure, a cardiac tamponade was observed. It was treated by removing blood. There is no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician assumes that it is unlikely that the event is caused by a bwi product malfunction and assessed the cause to be procedure related. It is unclear when in the procedure the cardiac tamponade could have occurred. Therefore, as a conservative measure this patient injury will be reported under both smart touch unidirectional sf catheters used.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/17/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On june 23, 2015 additional information was provided on the event. It was a manual perforation during the mapping phase as there was no ablation. There were no other factors that might have contributed to the event. The patient needed extended hospitalization to be monitored. A transseptal puncture was performed with a st. Jude medical brk transseptal needle. The st. Jude medical sl1 8.5f sheath was used. The flow setting was set to 2ml/min during mapping. The act was maintained between 250 ¿ 350s. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).